Manufacturer narrative:
(B)(4). Date sent: 9/19/2024, d4: batch # 518c67. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60b reload was received partially fired 1/4. The returned reload was reset and loaded into a test device. The reload was tested for functionality and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 518c67, and no non-conformances were identified. A manufacturing record evaluation was performed for the device lot e23100004, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, could not fire. Changed to another one to continue the surgery, the same problem happened again. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.